Manufacturer narrative:
(B)(4). The device is no longer available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or the device becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted baxter (B)(4) to report three infusors in which the devices burst. This complaint concerns first of the three units affected. The device was filled with 2 grams in 40 milliliters of an unknown drug. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.